Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device's battery longevity was recorded as 5.5 years in (B)(6) 2024; however, it reduced to 2.5 years in (B)(6) 2025. Data analysis showed the battery appeared to be depleting more quickly than expected indicating premature battery depletion (pbd). It was advised that the current battery reserve levels are sufficient to facilitate a battery changeout scheduled for 90 days from now, concluding on (B)(6) 2025. This device currently remains in service and no adverse patient effects were reported.